Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2024 due to an unknown reason. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.